Event description:
A caller reported an issue with the time settings on their device, which resulted in a discrepancy between the displayed and actual time exceeding five minutes. The event did not have an adverse impact on the customer's blood glucose level, as previous settings did not lead to readings outside the normal range. Technical support assisted the caller in updating the pump time and advised them to monitor the device and follow up if the time discrepancy recurred, which the caller acknowledged and understood.